Event description:
The reporter animas on (B)(6) 2014 reporting that the patient¿s blood glucose (bg) have been elevated for the past two weeks. The reporter stated that the bg levels have been 121-359mg/dl with nausea, vomiting and ketones. Customer support (cs) reviewed the pump and no associated alarms in history, basal settings and basal total daily dose history match. The reporter stated that boluses were delivered but pump does not reflect delivery. The reporter stated that the patient did have more than one bolus for that day. Pump has been suspended some for short amounts of time. The reporter stated that the time was correct but date was off by 1 day and the educator has corrected date. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/24/2014 with the following findings: the last basal delivery was on (B)(6) 2014 7:52pm. The black box shows 1 hr 15 min unacknowledged ¿162¿ warning on (B)(6) 2014. There were multiple manual time change leading to total daily dose to appear inaccurate are observed on (B)(6) 2014. The pump reflected 24u after a 24hr on 1u/hr duration test, and it passed a delivery accuracy test. The advanced boluses were performed and recorded at the correct time and order. The keypad is undamaged and responsive. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.